Manufacturer narrative:
Clinical assessment addendum: medical treatment was provided to prevent serious consisted of selective debridement and change to kci therapy. This was an issue related to the transparent film of the avance medium foam kit not adhering as a result this may be reportable by (B)(6). Not the medela invia liberty device.

Event description:
The customer reported that the medela invia liberty device may have caused or contributed to a serious injury.